Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure [coil] could be visualized on the cervix / pulled the coil from the uterine cavity using ring forceps") and pelvic infection ("pelvic infection") in a 34-year-old female patient who had essure (batch no. 12403881,636594) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not nearly as painful, and she had no problem with going about her daily life. On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, 6 years 8 months after insertion of essure, the patient experienced abdominal pain ("abdominal pain radiating to her back") and back pain ("back pain / abdominal pain radiating to her back"). In (B)(6) 2016, the patient experienced radiculopathy ("radiculopathy") and asthenia ("weakness"). On (B)(6) 2016, the patient experienced vulvovaginitis trichomonal ("trichomonas vaginitis"). On (B)(6) 2016, the patient experienced abdominal pain upper ("right upper quadrant pain") and abdominal distension ("bloating"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criterion medically significant), pelvic pain ("pain / pelvic pain"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), suprapubic pain ("suprapubic pain"), arthralgia ("joint pain") and weight increased ("weight gain"). The patient was treated with metronidazole (flagyl) and surgery (removal of one essure device/surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, abdominal pain, back pain, suprapubic pain, vaginal discharge, vulvovaginitis trichomonal, abdominal pain upper, abdominal distension, radiculopathy and asthenia outcome was unknown and the pelvic pain, menorrhagia, dyspareunia, arthralgia and weight increased had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, arthralgia, asthenia, back pain, device expulsion, dyspareunia, menorrhagia, pelvic infection, pelvic pain, radiculopathy, suprapubic pain, vaginal discharge, vulvovaginitis trichomonal and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, she underwent an endometrial biopsy in his office. After the biopsy was obtained, her medical records indicated that an essure could be visualized on the cervix. Her doctor decided to proceed with removal of the essure device. The operative report noted that he pulled the coil from the uterine cavity using ring forceps. Plaintiff symptoms have lessened following the removal of one of the essure coils in (B)(6) 2016. Plaintiff still has one of the essure devices surgically implanted. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2016: a coil could be visualized on the cervix ultrasound scan - on (B)(6) 2016: unremarkable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: essure lot number 12403881 and 636594 was added. Event pelvic infection was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure [coil] could be visualized on the cervix / pulled the coil from the uterine cavity using ring forceps / migration of essure device location of device: on the cervix") and pelvic infection ("pelvic infection") in a 34-year-old female patient who had essure (batch no. 12403881,636594) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pain in hip. Before essure, her menstrual periods were not nearly as painful, and she had no problem with going about her daily life. Concurrent conditions included abdominal pain, vaginal discharge, trichomoniasis, trichomonal vaginitis and adenomyosis. On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, 6 years 8 months after insertion of essure, the patient experienced abdominal pain ("abdominal pain radiating to her back") and back pain ("back pain / abdominal pain radiating to her back"). In (B)(6) 2016, the patient experienced radiculopathy ("radiculopathy") and asthenia ("weakness"). On (B)(6) 2016, the patient experienced vulvovaginitis trichomonal ("trichomonas vaginitis"). On 18-oct-2016, the patient experienced abdominal pain upper ("right upper quadrant pain") and abdominal distension ("bloating"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), suprapubic pain ("suprapubic pain"), arthralgia ("joint pain/right hip pain"), weight increased ("weight gain"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), cystitis ("bladder infection"), urinary tract infection ("uti") and vaginal infection ("vaginal infection"). The patient was treated with metronidazole (flagyl), hydrocodone, surgery (removal of one essure device/surgical removal of coil(s)) and surgery (removal of one essure device/surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic infection, abdominal pain, back pain, suprapubic pain, vaginal discharge, vulvovaginitis trichomonal, abdominal pain upper, abdominal distension, radiculopathy, asthenia, anxiety, headache, dysmenorrhoea, cystitis, urinary tract infection and vaginal infection outcome was unknown, the pelvic pain and migraine had resolved and the menorrhagia, dyspareunia, arthralgia and weight increased had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, arthralgia, asthenia, back pain, cystitis, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic infection, pelvic pain, radiculopathy, suprapubic pain, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginitis trichomonal and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, she underwent an endometrial biopsy in his office. After the biopsy was obtained, her medical records indicated that an essure could be visualized on the cervix. Her doctor decided to proceed with removal of the essure device. The operative report noted that he pulled the coil from the uterine cavity using ring forceps. Plaintiff symptoms have lessened following the removal of one of the essure coils in (B)(6) 2016. Plaintiff still has one of the essure devices surgically implanted. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2016: a coil could be visualized on the cervix ultrasound scan - on (B)(6) 2016: unremarkable. Lot number: 12403881, man date: 2009-06, exp date: 2012-05. Lot number: 636594, man date: 2009-04, exp date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received. Reporter information added, demographic added. Event added are as follows- anxiety, migraine, headache, dysmenorrhoea, cystitis, uti, vaginal infection. Events severity and outcome added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure [coil] could be visualized on the cervix / pulled the coil from the uterine cavity using ring forceps") and pelvic infection ("pelvic infection") in a 34-year-old female patient who had essure (batch no. 12403881,636594) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not nearly as painful, and she had no problem with going about her daily life. On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, 6 years 8 months after insertion of essure, the patient experienced abdominal pain ("abdominal pain radiating to her back") and back pain ("back pain / abdominal pain radiating to her back"). In (B)(6) 2016, the patient experienced radiculopathy ("radiculopathy") and asthenia ("weakness"). On (B)(6) 2016, the patient experienced vulvovaginitis trichomonal ("trichomonas vaginitis"). On (B)(6) 2016, the patient experienced abdominal pain upper ("right upper quadrant pain") and abdominal distension ("bloating"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), suprapubic pain ("suprapubic pain"), arthralgia ("joint pain") and weight increased ("weight gain"). The patient was treated with metronidazole (flagyl) and surgery (removal of one essure device/surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, abdominal pain, back pain, suprapubic pain, vaginal discharge, vulvovaginitis trichomonal, abdominal pain upper, abdominal distension, radiculopathy and asthenia outcome was unknown and the pelvic pain, menorrhagia, dyspareunia, arthralgia and weight increased had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, arthralgia, asthenia, back pain, device expulsion, dyspareunia, menorrhagia, pelvic infection, pelvic pain, radiculopathy, suprapubic pain, vaginal discharge, vulvovaginitis trichomonal and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, she underwent an endometrial biopsy in his office. After the biopsy was obtained, her medical records indicated that an essure could be visualized on the cervix. Her doctor decided to proceed with removal of the essure device. The operative report noted that he pulled the coil from the uterine cavity using ring forceps. Plaintiff symptoms have lessened following the removal of one of the essure coils in (B)(6) 2016. Plaintiff still has one of the essure devices surgically implanted. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2016: a coil could be visualized on the cervix ultrasound scan - on (B)(6) 2016: unremarkable. Lot number: 12403881 man date: 2009-06 exp date: 2012-05. Lot number: 636594 man date: 2009-04 exp date: 2012-04 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure [coil] could be visualized on the cervix / pulled the coil from the uterine cavity using ring forceps / migration of essure device location of device: on the cervix') and pelvic infection ('pelvic infection') in a 33-year-old female patient who had essure (batch no. 12403881,636594) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in hip. Before essure, her menstrual periods were not nearly as painful, and she had no problem with going about her daily life. Concurrent conditions included abdominal pain, vaginal discharge, trichomoniasis, trichomonal vaginitis and adenomyosis. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient experienced back pain ("back pain / abdominal pain radiating to her back"), 5 years 6 months after insertion of essure. In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain radiating to her back"). In (B)(6) 2016, the patient experienced radiculopathy ("radiculopathy") and asthenia ("weakness"). On (B)(6) 2016, the patient experienced vulvovaginitis trichomonal ("trichomonas vaginitis"). On (B)(6) 2016, the patient experienced abdominal pain upper ("right upper quadrant pain") and abdominal distension ("bloating"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), suprapubic pain ("suprapubic pain"), arthralgia ("joint pain/right hip pain"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with hydrocodone, and surgery (removal of one essure device/surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic infection, headache, cystitis, urinary tract infection, vaginal infection and genital haemorrhage outcome was unknown, the pelvic pain, anxiety and migraine had resolved and the menorrhagia, dyspareunia, abdominal pain, back pain, suprapubic pain, vaginal discharge, vulvovaginitis trichomonal, abdominal pain upper, abdominal distension, arthralgia, weight increased, radiculopathy, asthenia and dysmenorrhoea was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, arthralgia, asthenia, back pain, cystitis, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic infection, pelvic pain, radiculopathy, suprapubic pain, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginitis trichomonal and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, she underwent an endometrial biopsy in his office. After the biopsy was obtained, her medical records indicated that an essure could be visualized on the cervix. Her doctor decided to proceed with removal of the essure device. The operative report noted that he pulled the coil from the uterine cavity using ring forceps. Plaintiff symptoms have lessened following the removal of one of the essure coils in (B)(6) 2016. Plaintiff still has one of the essure devices surgically implanted. (B)(6) 2018 :plaintiff williams is thirty-six (36) years old . Plaintiff williams' symptoms have lessened following the removal of one of the essure® coils in (B)(6) 2016. Discrepancy noted: date(s) of removal: (B)(6) 2016 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2016: results: a coil could be visualized on the cervix. Ultrasound scan - on (B)(6) 2016: results: unremarkable.. Lot number: 12403881 man date: 2009-06 exp date: 2012-05. Lot number: 636594 man date: 2009-04 exp date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. New event abnormal bleeding was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure [coil] could be visualized on the cervix / pulled the coil from the uterine cavity using ring forceps / migration of essure device location of device: on the cervix") and pelvic infection ("pelvic infection") in a 33-year-old female patient who had essure (batch no. 12403881,636594) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pain in hip. Before essure, her menstrual periods were not nearly as painful, and she had no problem with going about her daily life. Concurrent conditions included abdominal pain, vaginal discharge, trichomoniasis, trichomonal vaginitis and adenomyosis. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 5 years 6 months after insertion of essure, the patient experienced back pain ("back pain / abdominal pain radiating to her back"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain radiating to her back"). In august 2016, the patient experienced radiculopathy ("radiculopathy") and asthenia ("weakness"). On (B)(6) 2016, the patient experienced vulvovaginitis trichomonal ("trichomonas vaginitis"). On (B)(6) 2016, the patient experienced abdominal pain upper ("right upper quadrant pain") and abdominal distension ("bloating"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), suprapubic pain ("suprapubic pain"), arthralgia ("joint pain/right hip pain"), weight increased ("weight gain"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), cystitis ("bladder infection"), urinary tract infection ("uti") and vaginal infection ("vaginal infection"). The patient was treated with metronidazole (flagyl), hydrocodone, surgery (removal of one essure device/surgical removal of coil(s)) and surgery (removal of one essure device/surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic infection, headache, cystitis, urinary tract infection and vaginal infection outcome was unknown, the pelvic pain, anxiety and migraine had resolved and the menorrhagia, dyspareunia, abdominal pain, back pain, suprapubic pain, vaginal discharge, vulvovaginitis trichomonal, abdominal pain upper, abdominal distension, arthralgia, weight increased, radiculopathy, asthenia and dysmenorrhoea was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, arthralgia, asthenia, back pain, cystitis, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic infection, pelvic pain, radiculopathy, suprapubic pain, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginitis trichomonal and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, she underwent an endometrial biopsy in his office. After the biopsy was obtained, her medical records indicated that an essure could be visualized on the cervix. Her doctor decided to proceed with removal of the essure device. The operative report noted that he pulled the coil from the uterine cavity using ring forceps. Plaintiff symptoms have lessened following the removal of one of the essure coils in october 2016. Plaintiff still has one of the essure devices surgically implanted. 19-oct-2018 :plaintiff williams is thirty-six (36) years old . Plaintiff williams' symptoms have lessened following the removal of one of the essure® coils in october 2016. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on 19-oct-2016: a coil could be visualized on the cervix ultrasound scan - on 26-aug-2016: unremarkable. Lot number: 12403881 man date: 2009-06 exp date: 2012-05 . Lot number: 636594 man date: 2009-04 exp date: 2012-04 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-oct-2018: summons received. Event outcome was updated to recovering. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure [coil] could be visualized on the cervix / pulled the coil from the uterine cavity using ring forceps / migration of essure device location of device: on the cervix') and pelvic infection ('pelvic infection') in a 33-year-old female patient who had essure (batch no. 12403881,636594) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain in hip. Before essure, her menstrual periods were not nearly as painful, and she had no problem with going about her daily life. Concurrent conditions included abdominal pain, vaginal discharge, trichomoniasis, trichomonal vaginitis and adenomyosis. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient experienced back pain ("back pain / abdominal pain radiating to her back"), 5 years 6 months after insertion of essure. In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain radiating to her back"). In (B)(6) 2016, the patient experienced radiculopathy ("radiculopathy") and asthenia ("weakness"). On (B)(6) 2016, the patient experienced vulvovaginitis trichomonal ("trichomonas vaginitis"). On (B)(6) 2016, the patient experienced abdominal pain upper ("right upper quadrant pain") and abdominal distension ("bloating"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), suprapubic pain ("suprapubic pain"), arthralgia ("joint pain/right hip pain"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with hydrocodone, and surgery (removal of one essure device/surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic infection, headache, cystitis, urinary tract infection, vaginal infection and genital haemorrhage outcome was unknown, the pelvic pain, anxiety and migraine had resolved and the menorrhagia, dyspareunia, abdominal pain, back pain, suprapubic pain, vaginal discharge, vulvovaginitis trichomonal, abdominal pain upper, abdominal distension, arthralgia, weight increased, radiculopathy, asthenia and dysmenorrhoea was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, arthralgia, asthenia, back pain, cystitis, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic infection, pelvic pain, radiculopathy, suprapubic pain, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginitis trichomonal and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, she underwent an endometrial biopsy in his office. After the biopsy was obtained, her medical records indicated that an essure could be visualized on the cervix. Her doctor decided to proceed with removal of the essure device. The operative report noted that he pulled the coil from the uterine cavity using ring forceps. Plaintiff symptoms have lessened following the removal of one of the essure coils in (B)(6) 2016. Plaintiff still has one of the essure devices surgically implanted. (B)(6) 2018 :plaintiff williams is thirty-six (36) years old . Plaintiff williams' symptoms have lessened following the removal of one of the essure® coils in (B)(6) 2016. Discrepancy noted: date(s) of removal: 01oct2016 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium on (B)(6) 2016: results: a coil could be visualized on the cervix. Ultrasound scan on (B)(6) 2016: results: unremarkable. Lot number: 12403881 man date: 2009-06 exp date: 2012-05 . Lot number: 636594 man date: 2009-04 exp date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure [coil] could be visualized on the cervix / pulled the coil from the uterine cavity using ring forceps") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not nearly as painful, and she had no problem with going about her daily life. On (B)(6) 2009, the patient had essure inserted. In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain radiating to her back") and back pain ("back pain / abdominal pain radiating to her back"). In (B)(6) 2016, the patient experienced radiculopathy ("radiculopathy") and asthenia ("weakness"). On (B)(6) 2016, the patient experienced ''((B)(6)"). On (B)(6) 2016, the patient experienced abdominal pain upper ("right upper quadrant pain") and abdominal distension ("bloating"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), suprapubic pain ("suprapubic pain"), arthralgia ("joint pain") and weight increased ("weight gain"). The patient was treated with metronidazole (flagyl) and surgery (removal of one essure device). At the time of the report, the device expulsion, abdominal pain, back pain, suprapubic pain, vaginal discharge, vulvovaginitis trichomonal, abdominal pain upper, abdominal distension, radiculopathy and asthenia outcome was unknown and the pelvic pain, menorrhagia, dyspareunia, arthralgia and weight increased had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, arthralgia, asthenia, back pain, device expulsion, dyspareunia, menorrhagia, pelvic pain, radiculopathy, suprapubic pain, vaginal discharge, vulvovaginitis trichomonal and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, she underwent an endometrial biopsy in his office. After the biopsy was obtained, her medical records indicated that an essure could be visualized on the cervix. Her doctor decided to proceed with removal of the essure device. The operative report noted that he pulled the coil from the uterine cavity using ring forceps. Plaintiff symptoms have lessened following the removal of one of the essure coils in (B)(6) 2016. Plaintiff still has one of the essure devices surgically implanted. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2016: a coil could be visualized on the cervix, ultrasound scan - on (B)(6) 2016: unremarkable. Most recent follow-up information incorporated above includes: on 21-dec-2017: events added: pelvic pain, menorrhagia, dyspareunia, abdominal pain radiating to her, suprapubic pain, radiculopathy, weakness, vaginal discharge, (B)(6), right upper quadrant pain, bloating, essure [coil] could be visualized on the cervix / pulled the coil from the uterine cavity using ring forceps, joint pain and weight gain. Plaintiff still has one of the essure devices surgically implanted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.